Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported after implantation of gastric band, the tubing has become disconnected from the port. However the locking connector is still connected to the port. This happened a few months post-surgery. It required reoperation and replacement of the port. The tubing may not have been pushed tight enough into the port. The pt is fine.